Manufacturer narrative:
The reported event of lead was unable to be connected to the device was not confirmed. As received, a complete lead was returned in one piece. Lead insertion and removal test in an implantable cardioverter defibrillator did not find difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be connected to the device. The rv lead was explanted and replaced to resolve the event. The patient was stable.